Event description:
The reporter stated that her mother had a meter to hcp meter comparison test done, two hours apart; both tests were done in a fasting state. Her mother's meter read 250 mg/dl. No symptoms were reported. A control test was not done due to lack of control solution. On follow-up, the lifescan representative reviewed qc procedures, and discussed meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8